Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient had weight loss and the lead revision due to them saying it did not work as well. No further complications anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14ryc, implanted: (B)(6) 2016, explanted: (B)(6) 2017,product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient lost a lot of weight and had a lead revision. No device issue and no further patient complications have been reported as a result of this event.